Event description:
Per the clinic, the patient experienced recurrent infections around the abutment site. The abutment was removed from the internal fixture on (B)(6) 2025 and the patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.